Manufacturer narrative:
It was reported that the compressor was unintentionally going into standby mode during ventilation. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing standby valve and the device was delivered to the user in working condition. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. Based on prior investigation, the most probable cause to the failure is a leakage in the valve piston resulting in wrong pressure measurement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the hong kong market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz d4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). Corrected primary di number: (B)(4).

Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. Manufacturer's ref. #: (B)(4).